Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. The unexposed portion of the soft cannula was found to be leaking. Corrosion was found inside the pod, and the bottom and middle batteries were depleted as a result of insulin leaking from the unexposed cannula. It could not be determined what caused the leak. Data was unable to be downloaded from the device due to the corroded pcb. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose (bg) rose to 460 mg/dl while the pod was worn on the abdomen for between 4 and 24 hours. As treatment, a new pod was applied.